Event description:
Angiography and echocardiogram estimated the defect to be 4mm. A 4mm device was selected and implanted in regular fashion. The device was confirmed to be in place and was disconnected from the cable. The device immediately embolized into the right ventricle under the tricuspid valve. The device was moving freely but under the leaflet. The device was snared through the right atrium and retracted into the delivery sheath. The patient experienced increased tricuspid regurgitation (cause unk) and therefore, no further attempts were made to percutaneously close the defect during this procedure. The following day, echocardiogram revealed no change in regurgitation prior to the procedure. A 6mm vsd device was then implanted at a later date.

Manufacturer narrative:
The amplatzer muscular vsd occluder was received at aga medical in its original configuration and decontaminated. The device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including attachment and detachment of a test delivery cable. Review of the manufacturing documentation confirmed this device successfully passed these inspections. No imaging of the procedure was received. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The cause of the migration could not be determined with the information received. However, the device was manufactured according to specifications as evidenced by the testing performed upon return to aga medical.